Event description:
It was reported that the patient had the black power cable on their system controller accidentally severed by emergency medical services (ems). The patient presented to the emergency department (ed) and 'alarm review' revealed multiple pump off and driveline disconnected alarms. A system controller exchange was performed, and log files were submitted for review and captured low flow alarm events on 25may2024. The log files also indicated that the system controller was running on battery power when the black power lead lost power at 16:22:28 on 25may2024. A power cable disconnect alarm flag was activated, and the system continued to run on battery power from the white power lead. There did not appear to be any motor stopped events caused by the damage. The system controller continued to maintain motor speed until the driveline was disconnected at 19:11:04 on (B)(6) 2024. It was later reported that the patient passed away due to multiple system organ failure (msof). Log files from the second system controller were submitted for evaluation and captured some low flow alarm events along with indications of a significant reduction in the recorded flow values at 10:24:36 on 28may2024. The system controller continued to maintain pump speeds until the driveline was disconnected at 11:06:11 on 28may2024. Both system controllers were returned for evaluation. Related manufacturer reference number: 2916596-2024-03406 (pump).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the driveline disconnect observed on 25may2024 was due to the system controller exchange which was performed to troubleshoot damage to the power cable. The patient had altered mental status when admitted along with an elevated white blood cell count of 24.7. The patient also had a stroke code called; however, the computed tomography (CT) scan was negative. Multiple labs showed abnormally high values such as liver and kidney, and an echocardiogram noted severely reduced right ventricular function indicating multiple system organ failure (msof). The event was not considered device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6) 2024, (B)(6) 2024 per timestamp). Events captured on (B)(6) 2024 took place at abbott. The black power cable was disconnected from power on (B)(6) 2024 at 16:22:28 and is consistent with the reported event of the cable being severed. The driveline was disconnected at 19:11:04 and the controller was shut down at 19:11:45. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and did not pass due to the severed power cable. The controller was connected to a mock loop and was able to provide power to the system through the white power cable. The controller underwent a self-test and did not pass. No further testing was conducted. The root cause of the reported event was stated to have been due to the emergency medial services accidentally severing the black power cable. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.